Manufacturer narrative:
Corrected data: h6 component code.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: liner partially expanded, approximately 4.75" from distal end of strain relief; remaining liner unexpanded; distal tip unopened. Functional testing was performed and revealed the following: the associated 26mm commander delivery system was advanced through the sheath; the remainder of the liner expanded as designed, and the distal tip opened as designed. As the associated 26mm commander delivery system fully advanced through the sheath with no issues, dimensional testing, including measuring the delivery system flex tip outer diameter (od), was not necessary to be performed.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
Per report received from japan, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23mm sapien 3 valve. The 1st 14fr esheath was inserted from the left femoral artery (lt-fa) without any difficulty, and balloon aortic valvuloplasty (bav) was performed with a non-edwards balloon catheter. There was no difficulty when inserting the bav catheter. However, when inserting a commander delivery system, strong resistance was felt and the delivery system could not be inserted, although another doctor also tried to insert it. Since the implant doctor felt like the seam of the 1st esheath did not open properly, the delivery system and the 1st esheath were withdrawn, and the doctor replaced a tavr kit with a new one. When inserting the 2nd esheath and a delivery system, no difficulty was experienced. The valve was implanted as planned. At the end of the procedure, angiography revealed retrograde dissection at the left lower artery. The doctor commented there was a possibility that intima of the vessel was damaged when using the vascular closure device before the tavr procedure; however, exact occurrence timing nor cause of the dissection were determinable. The percutaneous transluminal angioplasty (pta) was performed and the patient left the operation room. Per medical opinion, malfunction of the 1st esheath was suspected as the doctor felt like the seam did not open properly. Since the access vessel did not have tortuosity and the minimum luminal diameter (mld) was larger than 5mm, also the 2nd esheath could be inserted without difficulty, it was considered that the condition of the patient-s vessel was not the root cause of the insertion inability.